Manufacturer narrative:
The device switched several times in back up mode due to bluetooth communication issue and the reinitialization was not successful leading to a device interrogation¿s impossibility. The battery is not able to provide the needed current for a bluetooth communication. A component involved in the current collection for a bluetooth communication has been found broken. A deeper analysis, at the supplier level, is currently ongoing to understand how this issue occurred. For more details, please refer to the analysis report.

Event description:
Inability to interrogate the device after several tries, the device is actually in sleep mode (vvi 70). The physician tried to activate the emergency mode, but it was impossible, the programmer showed an error message, the same as the one showed during a loss of connection. The patient said he felt a kind of change 8 days ago, more tired and heavier. The device was interrogated after the implantation on the (B)(6).

Manufacturer narrative:
Please refer to the attached intermediate analysis report.

Event description:
Inability to interrogate the device after several tries, the device is actually in sleep mode (vvi 70). We tried to activate the emergency mode, but it was impossible, the programmer showed an error message, the same as the one showed during a lossof connection. The device is going to be replaced tomorrow, and so available for investigation. The patient said he felt a kind of change 8 days ago, more tired and heavier. The device was interrogated after the implantation on (B)(6).